Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30365062 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 27 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "75-year-old female patient with a gpe catheter inserted on (B)(6) 2025, as part of duodopa treatment for severe parkinson's disease. On (B)(6) 2025, loss of equipment during nursing care with observation of a punctured balloon, temporary placement of a 16fr urinary catheter at home. Admitted to day hospital on (B)(6) 2025 for dilation of the orifice and placement of an 18fr gastrostomy tube in order to continue treatment with duodopa and enteral nutrition. Scheduled for upcoming day hospitalization for endoscopic placement of a new gastrojejunal tube."